Event description:
On 2/2/2024, a hologic technical support (ts) agent reported that one sars-cov-2 tma worklist (B)(4) may have been affected by positive contamination. Ts was reviewing the instrument logs for any evidence of contamination and found the worklist in question, which had 17 positive samples out of 52 total (32.69% positivity rate). The customer was using assay lot 885655 on their panther fusion instrument sn (B)(6). Once made aware, the customer agreed to retest the positive samples in this worklist and notify physician if the results would be amended. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The initial positive results were reported out to patients and then amended to negative after retesting. The customer has not provided any treatment information or patient impact to hologic. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed the logs and confirmed that there was contamination seen in other assay runs, so the sars-cov-2 tma run could have also been affected. Per pas¿ recommendations, the customer agreed to discard all open kits, perform monthly maintenance, and replace all universal fluids and the sample shield. The customer then ran some panels and environmentals, which all came up negative. Subsequent runs after cleaning and preparing new kits had no issues. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.